Event description:
While obtaining access to the internal jugular vein, a wire is normally inserted and placed near the inferior vena cava (ivc). During this process the amplatz wire got slightly stuck in the tissue of the right atrium. The wire was pulled and retained. Patient was stable and no harm was done.